Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip opening while establishing final arm angle (efaa). It was reported that this was a mitraclip procedure to treat mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve and placed. The lock line was removed, and the establishing final arm angle (efaa) test was performed. During efaa the clip was noted to continuously open to about 10-15 degrees and the patient¿s mr increased. The physician closed the clip and attempted efaa once more with the same results. However, the lock held at the 10-15 degrees and it was decided to continue deployment. The clip was implanted and remains stable. The procedure was complete with a final mr grade of 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Event description:
N/a

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the available information and without the device to analyze, a cause for the reported clip opening while establishing final arm angle could not be determined. There is no indication of product issue with respect to manufacture, design or labeling.